Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the top half of the reservoir compartment broke. Customer blood glucose level 239mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump a broken reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.